Event description:
Started getting sick 6 months after getting breast implants in (B)(6) 2006. Multiple symptoms. Excruciating fatigue, body pain, headaches, eye sight, joint pain, now have heart conditions, food allergies, all kinds of other issues, but doctors can't diagnose me with anything because all tests come back normal. Diagnosed as inappropriate tachycardia. Slew of issues since implanting and getting worse. I was extremely healthy prior to all of this, was very athletic as well. I'm (B)(6). Was barely ever sick prior to implant. I have over 500 pages of medical history that started after implanting just from one doctor. I have a significant amount of medical data showing proof of breast implant illness.